Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported "lamp error "may have resulted due to end of life. The device has not been returned, and the definite cause of user's experience can not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During correspondence with the initial reporter it was discovered that the light had burnt out after maxing out the hours. According to the biomed, the surgical staff had not notified the biomed team that the hours had been maxed. As noted, the spare lamp did come on during the procedure, and then the biomed was called. Once there, the biomed changed out the light and they are now attempting to get the counter to reset. Initial reporter plans to give olympus technical assistance center (tac) personnel a call back should they need further assistance. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus visera elite xenon light source was presenting an e103 error message during a diagnostic procedure. According to the initial reporter, the spare light came on during the procedure, and then the staff called their biomedical engineer (biomed) to come evaluate the device. Additional details relating to the patient and the event have been requested, but are unknown at this time. There was no patient harm or consequence reported as a result of this event.